Event description:
It was reported that the device had a wireless module intermittent signal (yellow keypad). There was unknown patient involvement. No patient harm/adverse event reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed high alarm displayed: communication module intermittent connection. Functional testing was performed and analysis could not replicate or confirm the reported error. The probable cause of the reported error is the wifi module. Calibration and preventative maintenance was performed. The device (without the wifi module) passed all functional tests after the repair. Corrective actions are in place.